Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no known delay, no known medical intervention, and no known adverse consequences.